Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2018-10578. It was reported the patient experienced ineffective stimulation due to high impedances. Reprogramming was tried to no avail. Imaging revealed a stress point located adjacent to the ipg header. As a result, the patient underwent surgical intervention wherein the extensions were explanted and replaced. Effective therapy was established post operatively.